Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in a patient (patient age, sex, and weight are unknown). During the procedure, as the delivery system was backloaded onto the guidewire, the delivery system pull wire exited the exchange port. The pullwire was pushed back into the delivery and a cook cotton lueng stent was advanced to the target site. Upon stent deployment a plastic fragment was seen coiled around the stent. The plastic fragment was similar in material to the delivery system guide catheter. However, the guide catheter was reported to be intact. The coiled plastic was not removed as the physician did not anticipate any problems to the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in a patient (patient age, sex, and weight are unknown). During the procedure, as the delivery system was backloaded onto the guidewire, the delivery system pull wire exited the exchange port. The pullwire was pushed back into the delivery and a cook cotton lueng stent was advanced to the target site. Upon stent deployment a plastic fragment was seen coiled around the stent. The plastic fragment was similar in material to the delivery system guide catheter. However, the guide catheter was reported to be intact. The coiled plastic was not removed as the physician did not anticipate any problems to the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the pull wire was kinked and pushed out / dislodged from the ramp window. The pullwire and push catheter had multiple bends along the working length. The proximal end of the pullwire was bent. A functional evaluation revealed a backloaded 0.035" guide wire could exit the ramp window. The handle was actuated and was able to function (extend and retract) the guide catheter with minimum resistance. The stent was sealed in the pouch and was unopened. The distal end of the stent was smashed/kinked likely due to shipping/handling of the device. There were no damages to the ramp window. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.